Event description:
It was reported that the customer was receiving a los sensor alarm and needed assistance in shutting it off. Assisted customer with turning the sensor feature off and the best practices for taping the sensor. The customer's blood glucose was 493 mg/dl. Customer stated that she already did troubleshooting for her high blood glucose levels and that she needed to change her insertion site. Advised customer to monitor blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.